Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the distal tip of the cannula had broken off and found that the balloon and the cannula had partially melted. No additional damages were noted. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, this incident most likely resulted from contact to the unit with an energy device or other high temperature. The instructions for use states "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement". This document represents our final report.

Event description:
Lap colon resection - "the trocar was placed thru the gelport and at the end of the case when they pulled the gelport and trocar out, they noticed a small piece of the trocar below the balloon had broke off. The case went open and they did not find the broken off piece."patient status - "good - no harm to the patient."